Event description:
Account reported the brake was broken and not working.

Manufacturer narrative:
Account found the brake detent assembly had failed. Account replaced the brake detent assembly to resolve the issue.